Manufacturer narrative:
On (B)(6)2018 at 17:19:32, the device was turned on in monitor mode and pads leads were placed on the patient. The rhythm displayed was a narrow complex supraventricular tachycardia with a heart rate of 127 beats per minute (bpm). At 17:20:14 the asystole alarm is displayed. The rhythm changes to a slow ventricular escape rhythm with a heart rate less than 30 bpm. At 17:25:45 the device is switched to AED mode and analysis is started with a waveform that appears to be CPR compressions. When the analysis is complete, a ¿shock advised¿ message is delivered and at the same time the CPR compressions cease and the underlining rhythm is seen to be a very slow ventricular escape rhythm. The device automatically ¿disarmed¿, ¿analysis started¿, and ¿no shock advised¿ messages were displayed. The CPR compressions were resumed and the device was switched to monitor mode. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The fse was not able to reproduce the failure when performing the operational check test and found all tests passed. The fse reported that the issue was not confirmed and there was no trouble found with the device. The device passed all performance assurance testing and was placed back in service. Philips will not consider this as a malfunction of the device as it is fully consistent with the user's incorrect interpretation of the AED mode analysis of the rhythm that caused the device to automatically disarm, then resume analysis, and display a 'no shock advised' for the patient's true underlining rhythm. There is no indication of a systemic problem; no further investigation or action is warranted.

Event description:
It was reported to philips that the device advised to shock an in-shockable rhythm when in AED mode. The patient involved was being treated for cardiac arrest and the patient expired.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information was requested, but was not available at the time of this report.

Event description:
It was reported to philips that the device advised to shock an in-shockable rhythm when in AED mode. "During daily check the x on the display on the right hand side was coming up intermittently." The patient involved was being treated for cardiac arrest.